Event description:
During tibial array pin placement, surgeon was in the process of tightening of the array bracket and a piece of the bracket fell off. The surgeon handed the scrub tech the friction ring which had fallen off. All broken pieces were all accounted for and removed, and there was no opportunity for the pieces to fall into the surgical incision site. Backup tray was opened, array bracket was swapped, and the case was completed robotically.

Manufacturer narrative:
Upon completion of a robotic procedure, the hospital reported that the plastic friction ring (washer) of the array bracket was found to be damaged during pin placement. All pieces of the friction ring were accounted for and removed from the area. A replacement array bracket was substituted and the procedure was completed without incident. No harm was reported. The internal investigation of the array bracket showed that the washer was missing as it was reported and confirmed by think surgical clinical representative. This event is being reported as a malfunction, as the washer failed structurally. Although no harm occurred in this instance, there is a potential that the washer could detach and fall into the sterile field or surgical site during a procedure.